Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead had high threshold. The lead programming was changed and the atrial lead remains in use. No patient complications have been reported as a result of this event.